Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the batteries on the insulin pump were not lasting. Customer also received a failed battery test alarm on the insulin pump. Customer refused to troubleshoot or answer any questions. Customer's blood glucose reading at the time of the call was 235 mg/dl. No further info reported.